Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the issue resolved and the customer successfully resumed insulin therapy. There was no adverse impact to customer's blood glucose level.